Event description:
Was using the phillips respironics CPAP dream station for 3 years and just got notified of a recall for the machine. Have often gotten a cough and cooler airway irritation when using. FDA safety report ID # (B)(4).